Event description:
Pt received an over infusion of argatroban. Pharmacist believes that an incorrect weight was entered (117 vs 73 kg) on this weight based infusion and possibly the selection of an incorrect therapy (interven cardiology vs hitt). Customer reported that the pt did require additional monitoring (ptt lab work). Customer stated that no additional pt or event info was available.

Manufacturer narrative:
MFR's report date: (B)(4) 2011. (B)(4). Customer states that product will not be returned because the hospital is doing their own investigation. Unable to determine the root cause of the customer's reported infusion.